Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery and battery cap were not returned with the pump for investigation. A test battery cap was used during testing. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components; there was no physical damage noted to the battery compartment. The pump was exercised for 24 hours with no evidence of overheating. There was evidence of moisture damage inside the pump. The complaint regarding overheating could not be confirmed or duplicated on investigation. Unrelated to the hot pump complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated that she received a low battery alarm and when she removed the battery, the battery was extremely hot. The patient did not mention that the product issue caused any injury.